Event description:
It was reported that pump insulin gauge displayed a much higher amount than customer expected, showing 100 units instead of about 50 units and remaining static despite insulin delivery, though issue occurred on a previous day and was no longer present at the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer did not reload or change cartridge and insulin gauge eventually self-corrected, and technical support explained that this behavior could occur due to large changes in measured pressure used to estimate remaining insulin and that gauge would resume counting down once insulin amount matched displayed value, which customer understood and acknowledged.